Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Data was provided for investigation. No readings on date of issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of intermittent out of range was confirmed. The root cause was determined to be a firmware issue.